Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluation: product evaluation found the lens returned dry in a micro centrifuge vial with residue on lens. Visual inspection found no visible damage and residue on lens. (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -14.00 diopter, in the patient's right eye (od) on (B)(6) 2018. At one hour post-op, the vault was too high (excessive), so the surgeon explanted the lens and exchanged for a shorter lens. The lens exchange resolved the problem.